Manufacturer narrative:
The patient was hospitalized for the occlusion of the sfa. The patient was treated with medication and re-intervention was required, thus resulting in prolonged hospitalization. The drug information is noted below: stellarex 0.035 otw drug-coated angioplasty balloon; paclitaxel drug, 3.9 mg; therapy date: (B)(6) 2013; adjunct to pta in the treatment of denovo or post pta occluded/ stenotic or restenotic lesions (excluding in-stent) in fem-pop arteries; lot #: 13j3051202; expiration date: 04/06/2014. UDI and PMA numbers are not applicable. This device was used in clinical application prior to being available in the u.s. (B)(6). During the index procedure, the product worked as intended, thus no product evaluation was required. Per the IFU, restenosis is listed as a potential complications/adverse events.

Event description:
On (B)(6) 2013, the patient underwent the index procedure to treat a 100 mm, 95% stenotic denovo lesion in the left distal sfa and was randomized to receive the stellarex balloon. The lesion was predilated using a 4 x 80 mm balloon that was inflated to 10 atm, resulting in 60% residual stenosis. Then, the stellarex balloon was inflated to 10 atm for 90 seconds, resulting in 10% residual stenosis. There were no complications and the subject was discharged per plan. On (B)(6) 2016, the patient underwent a revascularization procedure of the target lesion with placement of a bare metal stent. On (B)(6) 2017, the patient was hospitalized with an occlusion of the sfa. Medication was given and a re-intervention was performed.